Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020, a patient (pt) in (B)(6) reported the ¿visual acuity os has decreased (details unknown) because of eye injury¿ while wearing an acuvue® oasys® brand contact lens. The pt decided to switch to a daily disposable contact lens. The pt refused to provide any further information. The event date is unknown. No additional medical information was received, and no additional medical information is expected. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The os suspect cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2020 during a file review it was noted that there was an error on the initial MDR 1057985-2020-00010 submitted on (B)(6) 2020. In section b.5. ¿ "a patient (pt) in brazil" should be ¿a patient (pt) in japan¿.